Event description:
It was reported that the asymptomatic patient presented. It was noted that there was an non-sustained right ventricular oversensing episode. Upon review, the right ventricular lead exhibited noise. All other electrical measurements were normal. No intervention was performed.